Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber would not rotate. The procedure was completed using a second fiber. Patient outcome: "good" - there was no injury reported. Time expended: 11:13 minutes. Joules used: 60,960.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the control knob does not show damage and can control; the rotation of the fiber proximal to fracture; the metal cap exhibits mild char; the glass cap exhibits moderate devitrification at the output window. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the product complaint of "fiber knob would not rotate" could not be confirmed; a cap fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.